Event description:
It was reported by service report that the kickstand will not retract which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.